Event description:
It was reported that a patient experienced skin burning and scabbing after xerf treatment on the face.

Manufacturer narrative:
A member of the cynosure lutronic clinical team reviewed the treatment parameters used and confirmed that they were within the normal approved clinical range. The patient reported that the burning and scabbing was experienced two days post treatment and lasted for seven days. It was reported that the patient has fully recovered. Review of the images provided of the device tip did observe a small burn mark on the effector surface. The tip has been returned to the manufacturer for further evaluation. At this time, it is unknown what contributed to the reported malfunction and burning observed damage to the tip observed in the provided image. It is unknown what caused this observed defect to the tip. The defect was observed but unable to be verified if it contributed to the reported burning. A final MDR will be submitted once investigation has been completed. Since a reported malfunction and potential for serious injury occurred, we are reporting this as an initial MDR.